Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported with users rights activating group not propagating properly. This could prevent a user from logging into the system to complete necessary functions within the system. It was determined that the customer accidentally added technicians to the report fellow group. Once removed, iis and reporting needed to be restarted. There were no reports of patient injury. (B)(4).